Event description:
It was reported that the fiber was connected to the console and a break was detected. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Date of event the exact date of the event is unknown.